Event description:
It was reported that patient passed away. On (B)(6) 2024, the patient was found slumped over and unresponsive by the nursing staff. Duration of down time was unknown. Advanced cardiovascular life support (acls) was started, and code blue was called. Initial rhythm was pulseless electrical activity (pea). After rounds of cardiopulmonary resuscitation (CPR), the patient remained unresponsive. There was discussion with patient's spouse on the phone regarding intubation and CPR; the spouse decided to stop resuscitation. Left ventricular assist device (lvad) was disconnected, and the patient passed away. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2024. The patient was found slumped over and unresponsive by nursing staff. The duration of down time was unknown. Advanced cardiovascular life support (acls) was started, and code blue was called. Initial rhythm was pulseless electrical activity (pea). After rounds of cardiopulmonary resuscitation (CPR), the patient remained unresponsive. Resuscitation attempts were ultimately stopped after discussions with the patient¿s family. The device was disconnected, and the patient passed away. The death was not considered to be device related. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.